Event description:
It was reported that a malfunction alarm occurred. The customer reverted to a backup insulin pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact.